Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. All currents within specific range. No unexpected low battery life or low battery alert noted during testing. However, confirmed power error detected due to non-sleep anomaly software error.

Event description:
Information received by medtronic indicated that the insulin pump's had power error detected alarm and low battery alarm prior to replace battery now alarm. Customer stated that the internal power source was unable to charge. Customer was able to successfully clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.